Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the dermatome cuts too deep and does not cut properly. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that the event did occur during surgery. A suture repair had to be carried out. The dermatome made a full thickness wound after making a jump. There was a 5 minute delay in the procedure. A small part of the graft was damaged but the rest of the skin graft could be used. No additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the calibration was out at all readings and bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.